Event description:
On (B)(6) 2023, the patient underwent a spinal fusion procedure which was anticipated to resolve the patient¿s condition and therefore their evoke spinal cord stimulator system was explanted. The patient did not allege any issue with the therapy received from their evoke system